Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was overfill. The following information was provided by the initial reporter: translated to english. The customer stated: "blood drawing could not be stopped automatically even when the upper fill line was filled." No further information provided.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was overfill. The following information was provided by the initial reporter: translated to english. The customer stated: "blood drawing could not be stopped automatically even when the upper fill line was filled." No further information provided.